Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 302832 and lot number 0031379. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, sixteen samples were received for evaluation by our quality team. Of the sixteen, fifteen samples are 35ml, do not have a packaging blister, have a plunger rod that is gray is color and have printed on them "monoject". They don't have the bd logo printed on any of them. These syringes are not produced by this site or by bd. The origin of these fifteen samples is unknown. Additionally one 30ml syringe was received. It came with no packaging blister. The syringe has been used and shows residues of an unknown substance on the outside of the barrel. When touching the barrel with gloves the scale printing got erased. The rubber stopper has residues of what appears to be silicone. Because of the contamination no additional analysis is to be performed. One photo was provided. It shows a plunger rod-rubber stopper removed from the syringe. The stopper shows what appears to be silicone. Based on the investigation with the sample and photo analysis the symptom reported by the customer could not be confirmed. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause is unknown. The source of the samples received (15) is unknown. One sample of 30ml came contaminated that we can do any additional testing other than the visual inspection performed. Sample will be disposed accordingly. One photo was provided. It shows a plunger rod- rubber stopper removed from the syringe. The stopper shows what appears to be silicone.

Event description:
It was reported that the 30 ml bd luer-lok¿ tip syringe experienced foreign matter contamination. The following information was provided by the initial reporter: customer reported - syringe has residue x1.